Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Unable to accurately measure the s-curve height due to handling or procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up after elective pocket revision. Flouroscopy revealed that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.